Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of small dark surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's right eye on (B) (6) 2009. The lens was explanted on (B) (6) 2009. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.